Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited peeling of coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found that the connecting tube coating was peeled. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that stress from use, external factors, or handling caused the coating to peel. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope": "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". Olympus will continue to monitor field performance for this device.